Manufacturer narrative:
The device ro 15 050 has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. (B)(4).

Event description:
It has been reported that during a surgery, the head holder adaptor was non-functional. The tightening knob on support arm was broken. As a consequence, 1 electrode has not been implanted. No additional patient impact has been reported.